Event description:
Healthcare professional reported capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Calcification: observed, white particles calcification-like on the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. The device has been explanted.